Manufacturer narrative:
Device is not available for investigation. Investigation is ongoing and a follow up report will be sent as soon as is completed.

Event description:
Report rec'd via medwatch from FDA. Incident reported as: the foley catheter was found to have the guide wire exposed at the tip after a failed insertion. The foley catheter balloon was prechecked by the nurse prior to insertion and found to be intact. When the catheter could not be properly placed it was withdrawn from the urethra and found to have the silicone sheath peeled away at the tip, exposing the guide wire. There was no pt harm reported.